Manufacturer narrative:
(B)(4). B5: describe event or problem - correction to the following statement in the initial MDR, "the reported glucose values fall within the d zone of the parkes error grid." H2: correction.

Event description:
There was not a complete set of reported glucose values available to search within the parkes error grid calculator.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. Prior to the event the patient¿s cgm values had been in the 120 mg/dl to 130 mg/dl range. On 11/20/2023, she woke up and said she could not breathe. Her father stated, ¿all of a sudden her sugar went from the 130¿s to over 600 mg/dl so we had to get her to intensive care unit (ICU). Her father took her to the emergency room where her bg level was 683 mg/dl and she was admitted to ICU for treatment with IV insulin. At some point on 11/20/2023, the sensor failed. Her sensor was removed at the hospital. It was unclear if she had used an insulin pump or if he was commenting on hospital procedure to remove patient equipment used at home after admission. Within 30 hours her bg level had stabilized, and she was discharged in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.